Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 564 mg/dl. The customer's current blood glucose was 260 mg/dl. The customer had experienced the symptoms such as vomiting, numbness, severe chest pain and pain in the arm. The customer was treated with bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.